Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Female and (B)(6) years old. The patient¿s left hip received thr in (B)(6) hospital on (B)(6) 2009; depuy asr¿ xl acetabular systems were implanted. Reportedly patient had been suffering painful in left leg in (B)(6) 2016. According the doctor the recommendation antibiotic-loaded bone cement spacer was applied on (B)(6) 2016 in the same hospital. In (B)(6) 2017, the patient was admitted to hospital for revision surgery but the patient¿s body condition(shortening deformity of left hip and parkinsons disease) is not allowed to do revision surgery. As such, the patient gave up revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.